Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on (B)(6) 2018 reporting that no cause was determined. The patient was examined twice in the office post placement. The system was visualized under fluoroscopy to determine any flaws in the system.. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) was dead prior to ins replacement on (B)(6) 2018, so impedances were checked prior to the procedure. The patient had not used their stimulation since 2012. Since the implant of the new ins on (B)(6) 2018, the patient was maxing out their voltage at 10.5 and not feeling any stimulation. Impedances were out of range at lower voltages but when run at 3.0v the impedances were within range. The caller had tried different contacts and had moved the programming up and down the lead to troubleshoot. At replacement the impedances were high but resolved when tested at 1.5v. The caller looked back at session report from replacement and indicated (at 0.7v) case pairs were showing over 10k ohms and other bipolar pairs were around 1900-4360 ohms. Caller states measurement today shows case pairs around 19k-20k ohms while other pairs are 1400-3400. Caller states patient is programmed on 1-2 and that pair is showing 1443 ohms. X-rays were performed and showed no visible system damage. The lead was at t12-l1 area but they did not know where the lead was originally placed. Impedances were generally between 14-34,000 for most but the pair they tested stimulation response was around 2000 ohms. The patient was not feeling anything with that pair up to 10.5v even. Revision was being considered. No further complications were reported.